Manufacturer narrative:
Literature citation: takafumi nakamura, toru fujimoto, takayuki nakamura. "The efficacy of bkp in restoring vertebral height and correcting kyphosis in patients with osteoporotic vertebral compression fractures'6 months or more follow-up". Date of event is unknown. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed in 31 patients, 29 of whom were followed up for 6 months or more (follow-up range: 6-18 months). It was reported that one week post-operatively, one "patient developed severe pain after riding an exercise bike at the rehabilitation room, and after this event, part of the bone cement was gradually dislodged a few mm anteriorly". According to the report, the patient required "an additional 6 month external fixation to correct dislodged bone cement". No further information was reported. The type of cement used was not specified in the abstract.